Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:05 was discovered and confirmed in the pump's event history by a baxter service technician. Upon review of the event history in the associated sr for this complaint, it was found that fc 812:05 is a cascade from fc 715:xx. A service history review revealed the device has been serviced five times prior to this event. The device has not been previously sent into service for the reported condition of "812:05". A device history review revealed the pump failed "401:317". The print circuit board was changed and pump passed all subsequent testing.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "812:05 ". This condition has the potential to cause an interruption of delivery. This condition was found in the distribution department. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor (5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.